Event description:
The manufacturer received information alleging a ds2adv auto CPAP error message condition occurred and the auto on feature was coming on in shut off mode. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was confirmed. Error codes were recorded in the device event log. In addition, a burnt component was observed and blower oxidation. The pca, reusable pollen filter and blower were replaced to address the issue. The device passed all testing.